Manufacturer narrative:
Na

Event description:
It was reported that the ventilator had multiple alarm conditions and shut down while connected to a patient. The patient was placed on a back-up ventilator. No patient harm reported.